Event description:
A customer contacted beckman coulter inc. (Bci) in regards to multiple erroneously elevated accutni results above the acute myocardial infarction (ami) cut-off generated by the access 2 immunoassay analyzer. In addition, several erroneously high ckmb results were generated. Patient samples were repeated and lower results were obtained for both accutni and ckmb. The erroneous results were not reported out of the laboratory and patient treatment was not impacted by this event.

Manufacturer narrative:
Customer runs low level qc daily once per shift and high level qc once per day. Customer noted troponin qc issue on the evening of (B)(4) 2010. System check on (B)(4) 2010 passed all specifications. A bci field service engineer (fse) replaced parts on the unit and cleaned precision pump rotor and stator. The fse ran system check and the results were within specification. A clear root cause can not be identified for this event.